Manufacturer narrative:
Received one single flothru dpt-vamp flex kit with IV set and pressure tubing. Examination revealed that the short pressure tubing was found detached from the planecta housing. Other damages were observed on the housing and on the red cap of the planecta.

Event description:
It was reported that one of the pressure tubing¿s connected to the planecta was detached on the second day use. There were no patient complications reported.